Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the irregular steering of the clip delivery system. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The cds was prepared for use per instructions for use. The cds was advanced, but when it was being steered, it moved in an unintended direction. A mis-key was suspected, so the device was removed from the patient anatomy. Outside the patient anatomy, the device was tested and movement continued to go in an unintended direction. The device was replaced and mr was reduced to grade 1-2. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned and investigated. The reported sleeve steering issue was not confirmed. Returned device analysis confirmed that the steerable sleeve functioned as intended. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported sleeve steering issue could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.